Event description:
The customer called with a complaint that there are missing segments from the number on the display of their meter. During the troubleshooting process it was determined that there may be segments missing from the hundreds and tens position. The customer also stated that they took too much insulin when they thought the reading was 180 "something" mg/dl when it may have been 80 "something" mg/dl. About 35 minutes after taking the insulin they started to get symptoms of low blood sugar, but they did not take another blood glucose reading. Instead, they started to treat the low blood sugar. No serious injury resulted from this incident. A request was made to return the meter for evaluation. In the meantime, a replacement unit was provided. The customer has been invited to contact the 24/7 customer service line should any questions or problems arise.